Manufacturer narrative:
Exact implant date was not provided, it was reported that the device was implanted in (B)(6) 2013. Clarification of manufacturers investigation results: visual investigation of the received device indicated a deformation present on the housing surface. A digital gauge was used to test the parallelism of the valve body. The measured values were out of tolerance, confirming the deformation. Excessive pressure, such as a fall on the patients head or excessive pressure applied during use of the progav adjustment tool can compromise the integrity of the shunt. Permeability testing was conducted at hydrostatic pressure difference of approximately 20-30 cmh20 in the flow direction. The valve was found to be permeable, however, difficulties were noted. Adjustment testing was attempted to be conducted increments of 5 cmh20 in both directions (increasing and decreasing). The results show the valve could not be adjusted at any of the pressure step ranges. Setting of the valve in the pressure levels of 0-4 cmh2o was possible with difficulty. Brake force and brake function was tested using a brake dynamometer, to measure the release force of the valve. This measures the force that must be exerted on the housing in order to release the rotor so the valve can adjust by means of the solenoid. The braking function was positively proven and the measured values were within specification. In addition to examination of the valve, the shunt assistant was examined, no abnormalities were seen. The shunt assistant was tested for permeability (same process as mentioned above for the valve). The investigation showed that the valve was not permeable.

Event description:
Approximately four years post-op the valve experienced blockage and was explanted.

Manufacturer narrative:
This report is being submitted retrospectively per FDA request. Additional information - a2, a4, d4 (serial #, UDI), d7a, d8, d9. Corrected information - b1, b2, d4 (lot #), e1, g5 (PMA/510(k)), h1. Investigation results: visula inspection: the visual inspection determined a deformation of the progav valve, the measurement of the plane parallelism could confirm this with a value of -0.062 mm - not within the tolerance of 0 ± 0.02 mm. Permeability test: a permeability test indicated that the shuntassistant was blocked and the progav valve was permeable. Adjustment test: the progav was tested and was not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valves, deposits were found in both valves. Result: based on our investigation results, we can determine a blockage of the shuntassistant and a deformation and non- adjustability of the progav valve. The determined deposits can be named as the cause for the functional deviations. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Event description:
Follow-up MDR #1 was submitted with an incorrect MDR ID (ref. MDR ID 3004421439-2017-00012). Therefore, follow-up MDR #1 is being submitted retrospectively per FDA request. It was reported that a progav shuntsystem (material #fv414t) was implanted during a procedure performed in (B)(6) 2013. According to the complainant, a blockage of the shunt system was suspected. The patient underwent a revision procedure on (B)(6) 2017. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 8 years. Weight: 20 kilograms (kg).

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It is reported that the valve is blocked.